Manufacturer narrative:
In order to avoid problems caused by clots introduced into the analyzer with samples , the customer has been recommended to use strptokinase as a cleaning additive. A general update of operator's manuals is in the process of being implemented worldwide. The manual will specify a mandatory use of the cleaning additive (streptokinase) with an 8-hour cleaning frequency.